Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who experienced a connection issue while performing peritoneal dialysis on the homechoice (hc) machine. It was reported that during the first fill cycle the patient line came apart. Therapy was discontinued and the caregiver was advised to notify their nurse of the event. No defects were observed on the used supplies. The patient later completed therapy using new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.